Manufacturer narrative:
(B)(4). Date of initial report: 10/08/2014. Date of follow-up report: 02/09/2015. Evaluation of the concomitant forcefxcs generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that a patient received a 1st degree burn at the pad site during a CABG procedure. The pad had been placed on the small of the patient&#39;s back. The area was treated with betadine ointment. The incident pad was discarded by the site.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.